Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the pt's electrode belt trunk cable connector was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damage belt connector) has been confirmed. Upon evaluation, the trunk cable connector was damaged. The cause of the damaged trunk cable connector cannot be positively identified but is likely a result of twisting the connector while removing the electrode belt from the monitor. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt connector. The pt was issued a replacement electrode belt.